Manufacturer narrative:
The device was returned for evaluation of the reported complaint mode, ¿shedding.¿ the inner and outer subassemblies of the device was evaluated for dimensional conformance and found to be within design tolerance. Blade runout was measured and it was observed that the inner blade assembly runout was excessive at .0148". The cause of the shedding was due to the device sustaining a significant bend, likely caused by excessive load. A review of the device history record was performed which confirmed no inconsistencies (method code 3317). After the evaluation it was determined that the root cause was user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported that the burr was shedding. The shedding was removed with shaver suction. There was a ten minute procedural delay and a backup device was available. No injuries or complications were reported.